Manufacturer narrative:
On 19-apr-2016 product investigation results: reporter returned one suspect oral-b professional care type 3756 toothbrush handle, and one toothbrush head. Concomitant toothbrush head confirmed to be counterfeit.

Event description:
Brushheads fall off [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the oral-b precision clean brushheads fell off after a few weeks of use with her oral-b rechargeable toothbrush, version unknown. She stated that she had her toothbrush handle for about 18 years. Additionally, she noted that the logo on the brushhead did not scratch off with a dime. No symptoms developed. On 23-mar-2016 received product return: the consumer returned one toothbrush handle identified as an oral-b power rechargeable toothbrush handle professional care 3756 with charger type 3757, and one broken replacement brush head. On 19-apr-2016 product investigation results: the suspect product in this case was used with toothbrush heads that were confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads fall off [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the oral-b precision clean brushheads fell off after a few weeks of use with her oral-b rechargeable toothbrush, version unknown. She stated that she had had her toothbrush handle for about 18 years. Additionally, she noted that the logo on the brushhead did not scratch off with a dime. No symptoms developed.